Event description:
It was reported that the insulin pump alarmed compromised force sensor system and had a protruding drive support cap. The caller stated that insulin squirted out during the manual prime process. The customer was advised to disconnect from the device and treat per doctor's instructions. The customer's blood glucose was 6.7 mmol/l. The caller did not know if the drive support cap had been pressed while the user was still connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised that, during seating, the force sensor may not have detected the reservoir. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The insulin pump was unable to verify prime alarm due to motor error alarm. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.